Event description:
Subsequent to the previously filed report, it was discovered that the device analysis for (B)(4) was switched with this complaint (B)(4). The dc pod for (B)(4) was not torn as reported; the analysis has been updated. There was a lab mix up between (B)(4).

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported activation was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported activation failure. Based on the reported information and evaluation of the returned unit, it is possible that the dc pod was restricted in the 90% stenosed lesion resulting in deployment failure; however, this could not be confirmed. There was no difficulty noted during preparation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated. H6 - device code 4008 removed.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported activation was unable to be confirmed due to the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation determined that the reported difficulty was likely related to circumstance of the procedure. Based on the reported information and evaluation of the returned unit, it is likely that the dc pod was restricted in the 90% stenosed lesion resulting in deployment failure. Additionally, it may be possible that the damage noted to the delivery catheter pod occurred due to interaction with the 90% stenosed/calcified lesion. There was no difficulty noted during preparation, and the filter was noted to be fully loaded into the dc pod suggesting that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an internal carotid artery lesion that was both mildly calcified and tortuous and 90% stenosed. After the delivery system reached the lesion location, the nav6 filter could not be released. The device was removed and replaced with another same size device to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Returned device analysis found that the dc pod was torn. No additional information was provided.